Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to a clinic for a normal follow-up. Interrogation revealed high rv threshold. The patient received vibratory alerts later at the end of the month due to oversensing. The patient was then scheduled for lead revision. Lead repositioning was not possible so the lead was explanted and replaced. The new lead was working properly and no issues were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.